Event description:
Kimberly-clark received a report stating, 'the mother of a student reports her daughter experienced a reaction to gloves worn in her chemistry class. Her daughter wore the gloves in chemistry lab one day and experienced some red bumps on her hands. No medical treatment was sought. Two to three weeks later during the next chemistry lab she wore the gloves again and experienced a reaction all over her body. She was treated at an urgent care and subsequently treated at an emergency department with prednisone, epinephrine and benadryl.' Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.